Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. The product met specifications. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the balloon did not inflate. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the balloon did not inflate. No patient injury or consequence.